Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, automated mode switch (ams) episodes were noted due to right atrial (ra) lead noise. Diagnostic imaging was performed and no anomalies were noted. The ra lead was reprogrammed and the patient will continue to be monitored. The patient was stable with no consequences.